Event description:
It was reported to the manufacturer by the end user, per the end user, "the staff had resident in sling. They were transferring her from bed to wheelchair. Lift got stuck. She kept trying to put it down. It allegedly started to tilt. They were able to lower it down to the floor with resident in it. The following injuries allegedly occurred: cut on her arm, foot was swollen. They did an x-ray, no fractures. The product has been taken out of use. " numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.